Event description:
It was reported that a (B)(6) year old caucasian female patient underwent breast augmentation revision with two unspecified mentor saline breast prostheses. Post-operatively, the patient experienced bilateral breast pain after wearing bra and certain clothes, joint pain, and muscle pain. Patient thinks that there is a slow leak. The patient did not feel the pain until a recent mammogram. Lastly, the scan reported normal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).